Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure observed during analysis. External and internal insulation abrasions were found at 28.8cm to 29.4cm from the lead tip. The sensing conductor etfe coating was intact at the same location.

Event description:
This report is to advise of an event observed during analysis.